Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence (e.g. X-rays) was provided. Product documents (e.g. DHR, nc/CAPA, labelling) could not be reviewed since no product identification was communicated. The risk management file review revealed the overall risk category being addressed. With available information a root cause of the complaint event could not be determined. In case essential information is provided, the investigation will be reassessed. Device disposition unknown.

Event description:
As reported: "as the 13mm diameter nail could be inserted, it was exchanged with the 8mm nail. A thick nail caused misalignment, so a thin nail was inserted and fixed. The reporting surgeon¿s opinion: it was considered that because the fractured part of the bone was broken during a reaming, the thick nail was unable to be inserted."